Event description:
Nurse drew up 150mg/ml (1cc) depo in syringe without difficulty. On injecting depo, syringe malfunctioned. Some depo went im into right hip, some depo backed up into syringe below black plunger. FDA safety report ID# (B)(4).